Event description:
It was reported that the nurse stated that when they started therapy, the water flow rate (wfr) was 1.1 l/min. The flow rate was now 0.6 l/min and nurse wanted to confirm this was okay. They noticed the patient was taking a little longer to cool to target but patient was now at target, so they thought it was fine. Discussed water flow rate and heater correlation. Explained with a water flow rate (wfr) was 0.6 l/min, if the patient dropped below target, or they start rewarming, the patient might have a hard time warming to target. Informed nurse this flow rate would not affect cooling but would affect heating. Nurse confirmed all their tubing was straight, no kinks or bends. Suggested they could try to get the flow rate to increase. Nurse would hold off for now. Encouraged nurse to call back with any issues and keep an eye on if the water temperature and patient temperature has a hard time warming. Per follow up call with neonatal intensive care unit (nicu) charge nurse, the pad was exchanged once rewarm mode began. Patient completed therapy and pad was disposed off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that when they started therapy, the water flow rate (wfr) was 1.1 l/min. The flow rate was now 0.6 l/min and nurse wanted to confirm this was okay. They noticed the patient was taking a little longer to cool to target but patient was now at target, so they thought it was fine. Discussed water flow rate and heater correlation. Explained with a water flow rate (wfr) was 0.6 l/min, if the patient dropped below target, or they start rewarming, the patient might have a hard time warming to target. Informed nurse this flow rate would not affect cooling but would affect heating. Nurse confirmed all their tubing was straight, no kinks or bends. Suggested they could try to get the flow rate to increase. Nurse would hold off for now. Encouraged nurse to call back with any issues and keep an eye on if the water temperature and patient temperature has a hard time warming. Per follow up call with neonatal intensive care unit (nicu) charge nurse, the pad was exchanged once rewarm mode began. Patient completed therapy and pad was disposed of.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.